Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. In the service report the user states that the unit is alarming for a technical user interface membrane button error unrelated to system leakage. There is no other mentioning of a leakage problem and no further information has been received. No part was returned. Our field service engineer reproduced the button error by pressing the menu button during start-up and could confirm it in the device logs. After the user interface panel was replaced the ventilator unit passed all functional and safety tests per manufacturer recommendations and was returned to customer for clinical use. The evaluation of the device logs confirms two failed pre-use check internal leakage tests two weeks before the reported aware date. During ventilation, system leakage may cause inadequate ventilation and, as a worst case scenario, stop of ventilation. The conclusion in this matter is that two failed pre-use check internal leakage tests could be found in the device logs. The root cause could not be determined due to lack of information.

Event description:
Manufacturer's ref #: (B)(4).